Event description:
As reported by end user hospital, the tubing from the vented drip chamber of a fluid delivery set is kinked, making it difficult to draw contrast media and creating microbubbles. There has been no pt injury. A sample is being returned for evaluation.